Event description:
It was reported that the device exhibited an air in line alarm. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a worn battery door, and an inoperable dso. A 'medium alarm displayed: cannot start pump' was revealed in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the inoperable air detector was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.